Manufacturer narrative:
Citation: inoue t et al. Daily transient discontinuation of extracorporeal lvad to prevent thromboembolism of mechanical aortic valv e prosthesis. J artif organs. 2017 sep;20(3):274-276. Doi: 10.1007/s10047-017-0963-8. Epub 2017 may 9. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old female patient who underwent aortic valve replacement for aortic stenosis with the implant of a 20 mm medtronic ats mechanical aortic valve (serial number not provided). Three months after the procedure, the patient experienced sudden chest pain and developed cardiogenic shock. Electrocardiogram showed complete right bundle branch block, and transthoracic echocardiography revealed lack of motion of all ventricular walls except the inferior wall. Intra-aortic balloon pump and percutaneous cardiopulmonary support were introduced. Cardiac function did not recover, and the left ventricular ejection fraction was approximately 10%. Subsequently, a non-medtronic paracorporeal left ventricular assist device and a non-medtronic right ventricular assist device were implanted to help with cardiac support. On post-operative day 141, the mechanical aortic valve was replaced with a bioprosthetic valve (manufacturer not provided). It was reported that no thrombus was evident in the mechanical aortic valve following the replacement surgery. No additional adverse patient effects or product performance issues were reported.